Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. The device was subsequently explanted and replaced. No additional adverse patient effects were reported, and this device has not been returned.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. The device was subsequently explanted and replaced. No additional adverse patient effects were reported, and this device has not been returned.

Manufacturer narrative:
Model and serial number was obtained; this is a duplicate of manufacturer reference number 22721131. All further investigation details will be updated in report number 2124215-2026-22288.